Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 644 mg/dl while wearing the pod for longer than 48 hours. The patient reports being dehydrated. The patient reports having a friend administer insulin. Once at the hospital the patient was transferred to the cardiac unit due to stress on their heart. The patient was treated with intravenous fluids. The patient was discharged from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.